Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a shunt procedure, the pta balloon allegedly ruptured (atm unknown). It was further reported that during retraction, the balloon catheter was allegedly difficult to retract through the 6 fr introducer sheath. It was stated that the patient was sent to the or for surgical intervention to remove the balloon catheter and introducer sheath. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and no anomalies were identified. The lot met all test released criteria, nothing was found to indicate a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 60mm balloon. The proximal portion of the balloon was detached from the catheter and not returned for evaluation. The distal portion of the balloon was still attached to the catheter and was slightly bunched in appearance, likely indicating retraction issues. The balloon segment still attached to the catheter measured 6.9cm in length. A complete circumferential rupture was noted at the proximal end of the balloon. The balloon rupture was examined under microscopic magnification and the edges were uneven, indicating that the rupture was not clean. The inner guidewire lumen was stretched and both marker bands were dislodged from their original locations, likely indicating that excessive force contributed to the event. No other anomalies were noted along the length of the catheter. The introducer sheath tip was examined under microscopic magnification and was observed to be flared, likely indicating retraction issues. Functional/performance evaluation: functional testing could not be performed due to the condition in which the sample was received. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: three electronic photos were reviewed. The first photo shows an ultraverse 035 pta catheter fully advanced through an introducer sheath. The proximal portion of the balloon appears to be missing from the catheter. The distal end of the balloon is bunched in appearance and is still attached to the catheter. The second photo shows an ultraverse 035 product label. The third photo shows the distal end of the balloon bunched in appearance and still attached to the catheter. The proximal portion of the balloon appears to be missing from the catheter. Based on the photos provided, the investigation is confirmed for a balloon detachment. Conclusion: the device was returned within the customer's 6fr introducer sheath. The investigation is confirmed for a complete circumferential balloon rupture, balloon detachment, and sheath retraction issues based upon the condition in which the sample was received. The balloon rupture likely contributed to the retraction issues along with the balloon detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.